Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was inflated in the common bile duct, but appeared lopsided and misshapen. It was reported that the procedure was successfully completed with this balloon. The balloon was inflated and inspected outside of the patient again after the procedure and the lopsided shape was confirmed. No other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the balloon was inflated in the common bile duct, but appeared lopsided and misshapen. It was reported that the procedure was successfully completed with this balloon. The balloon was inflated and inspected outside of the patient again after the procedure and the lopsided shape was confirmed. No other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. (B)(4) for the reported event of balloon - irregular shape. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: evaluation of complaint device was performed. Visual inspection found no defects with either the balloon or the catheter. Functional evaluation of the device was performed and the balloon inflated with no issues. The balloon was found to be concentric. The complaint that the balloon was lopsided was not confirmed. However, it is possible that inflation difficulties were experienced during the procedure due to anatomical or procedural factors that limited the performance of the device (e.g. Tortuous anatomy). Therefore, the most likely root cause for the reported event is operational context. Based on the investigation results, which indicated the balloon shape was uniform, this is no longer considered a reportable event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.